Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/28/2014 with the following findings: the pump was delivering accurately. Tdd add up and equal the basal target. The time was manually changed after a reset on 01/31/2014 from 9:03am to 7:35am.boluses were correctly delivered and recorded in the bolus history. The keypad is undamaged and responsive.the pump reflected 24u after a 24hr on 1u/hr duration test. Unrelated to the complaint, the display is dim. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged the following: patient reports current blood glucose (bg) of 288 mg/dl, with dry mouth and sluggish feeling, and a lack of energy. Yesterday, bg was 322 mg/dl at 10am with symptoms of dry mouth and feeling sluggish. Patient reports that she has been giving boluses to bring down bg but they are not showing up in the history. Patient states she spoke with her health care provider (hcp) who recommended she come off the pump and use alternate form of insulin delivery. Current bg is 480 mg/dl with nausea. Per hcp patient took 35 u of long acting insulin and 6 u of short acting insulin both by syringe 2 hours ago. Patient is monitoring bg if it does not go down or if symptoms develop she will call her hcp or emergency services. Patient denies any site issues, believes pump is not delivering insulin, and has discontinued pump. This complaint is being reported because of the alleged delivery issue and because the patient experienced hyperglycemia .